Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Additional narrative: the sample was not returned for evaluation. A batch review has been conducted which revealed the product met all of the acceptance criteria for release. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a complaint that one (1) folfusor device did not complete delivery during patient use of fluorouracil. When the patient returned to the ward of the hospital the pump was more than half full. There was no report of patient injury or medical intervention. No additional information. No sample is available.